Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that the: service history review: lot #556376k05/5101120, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 17-oct-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tip was broken. The repair technician reported the tip of the inner shaft was broken. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: inner shaft for extraction. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip is broken off of the extraction screwdriver. Complaint issue found during routine inspection. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device manufacture date: unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.